Event description:
It was reported via legal documentation that approximately 115 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening and failure of implant. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, h4. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case: (B)(4). As reported via legal documentation, a patient had right knee replacement on (B)(6) 2013. They had right knee revision on (B)(6) 2023, approximately 9 years 6 months after their initial procedure. On (B)(6) 2023, (B)(6), rn/ revision operative report on (B)(6) 2023- failed right knee replacement. The spacer was completely worn out medially and somewhat laterally, posteriorly. After the femur was taken out, the tibia popped out on its own. All debris was removed. The patella was removed, it was completely worn. Hospital care: admitted on (B)(6) 2023; discharged on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Historical record & smartsolve searched for sn/patient name with no results.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6), 204-23-09 - ps tibial inserts sz 3, 9mm, (B)(6), 620-00-02 - platelet rich plasma kit with spray tips, (B)(6), 200-04-32 - cemented finned tib. Tra sz 3f/2t, (B)(6), 200-02-29 - three peg patella 29mm, (B)(6), 620-11-02 - accelerate conc. Sys rep by 620-12-02, (B)(6) - sterile disposable containers, (B)(6), 1510-s - cemex system fast 70 gm.

Manufacturer narrative:
B4: corrected.

Event description:
As reported via legal documentation, a patient had right knee replacement on (B)(6) 2013. They had right knee revision on (B)(6)2023, approximately 9 years 6 months after their initial procedure. The spacer was completely worn out medially and somewhat laterally, posteriorly. After the femur was taken out, the tibia popped out on its own. All debris was removed. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.